Manufacturer narrative:
Previously submitted report was incorrectly filed with wrong adverse event/product problem, outcomes attributed to ae, health impact grid and type of reported complaint as serious injury. In this report, the adverse event/product problem, health impact grid and type of reported complain has been updated correctly as product problem. Section adverse event/product problem, health impact grid and type of reported complain in box b and h has been updated/corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, dizziness, hadache, hypersensitivity and nausea / vomiting. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.